Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of 852 mg/dl with the subject meter and 136 mg/dl with another meter (contour bayer), within 30 minutes. This complaint is being reported because it does not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.